Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, rupture, inflammation, cysts and "gynecoma". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Cyst-ndr : not applicable as the event is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Rupture: not observed openings during analysis. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed deformation on the device. Yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii, rupture, inflammation, cysts and "gynecoma". Device has been explanted.